Manufacturer narrative:
Correction being filed to reduce the total from 8 to 1. The new report numbers are as follows 1060818-2023-03730 to 1060818-2023-03735; 1060818-2023-03738 are the new reports.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.